Manufacturer narrative:
During troubleshooting on the phone with tac, the customer indicated the unit was wired with serial digital interface (sdi) cable between cv190 and the monitor. It was determined the sdi ports were not working. Tac recommended the device be returned. The subject device has been returned to olympus for evaluation. During evaluation, it was observed, discoloration was noted on the rear panel and both serial digital interface (sdi) ports were not working due to a faulty quantum board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor had no image. The customer reported trying another monitor and it was working fine. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the non-functional serial digital interface ports and loss of image were due to a faulty quantum board. The root cause of this event was unable to be identified. During the device evaluation, it was confirmed that there was a minor scratch on the corner of the bezel. However, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.